Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient was hospitalized (date not reported). It was reported that the patient also underwent fluid aspiration procedure. This report is submitted on july 02, 2024.

Manufacturer narrative:
This report is submitted on may 14, 2024.

Event description:
Per the clinic, the patient underwent a surgical wash out procedure due to unknown reason (specific date not reported). The patient was also treated with IV antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.